Manufacturer narrative:
The sodium electrode serial number is dup, and the expiration date is 13-apr-2026. The qc and calibration were acceptable. The alarm trace showed "ise calibration" errors and "abnormal aspiration (sample probe)" errors. The field service representative found a faulty sample probe. He replaced the ise (ion-selective electrode) sample probe and verified adjustments. He performed checks and tests with acceptable results. After the service, the customer reported no further issues. The investigation determined that the service actions resolved the issue.

Event description:
There was an allegation of questionable sodium electrode results for 2 patients on a cobas 8000 ise 1800 module. (B)(6): the initial na result was 114 mmol/l, and the repeated result was 143 mmol/l. The sample was repeated because the initial result was questioned by the patient's care team. A new sample from the same patient was obtained. The na result was 142 mmol/l. (B)(6): the initial na result was 132 mmol/l, and the repeated result was 142 mmol/l. The sample was repeated because the result was flagged in the customer's software. The repeated results were obtained on another module. The repeated results were believed to be correct.